Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm had occurred. The pump supplies were changed. Blood glucose was 250 mg/dl. As the supplies had been changed, a possible cause of the occlusion could not be determined.